Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open left colostomy, when the stapler was being applied to the distal left colon, the device did not fire and the staples did not deploy. The staples remained blocked in the cartridge.

Event description:
According to the reporter, during an open left colostomy, when the stapler was being applied to the distal left colon, the device did not fire and the staples did not deploy. The staples remained blocked in the cartridge. They replaced the device to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the single use loading unit(sulu) noted that all of the staples were partially advanced in the cartridge. The staples were in usable unformed condition. The pusher slots that did not have partially advanced staples were not loaded with any staples. Functionally, the advanced staples in the sulu were reused and reset inside the cartridge. The instrument and sulu were applied to test media with proper staple formation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.